Event description:
It was reported that the radiofrequency programmer head did not interrogate brady devices consistently. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of inconsistent interrogation, the head failed its uplink tests and its cable was replaced to resolve. It was further noted that the label was damaged and the label was replaced as well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.